Event description:
A home patient (hp) contacted (B)(4) regarding connecting during prime on the homechoice (hc) machine. The technical service representative (tsr) advised the hp to start over with new disposables. On (B)(6) product surveillance spoke with the hp who stated he was able to resume therapy successfully with new supplies and that there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. Per the complaint information, the patient was connected during the priming stage of therapy set up which is before the 'connect yourself' stage. This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is user error/ mis-use. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.